Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 585 mg/dl at the time of the incident. Customer's current blood glucose level was 215 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer was treated with insulin shots. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did allege insulin pump was under delivering. Customer stated that the insulin pump sometimes stop delivering insulin. Customer performed high pressure test. The insulin pump did not pass the test. No further patient complications were reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.